Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the main pc board was replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an error code 1 occurred with the generator with an unknown procedure. It was not noted if the error occurred during a procedure. No patient consequence reported. Unit will not be returned to the international service center.